Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent (3.00mm x 15mm) to a moderately calcified 16 mm lesion in the rca with 99% stenosis and moderate tortuosity but resistance was encountered. Physician removed the device and noted the stent struts deformed. The procedure was completed with non-mdt stent. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 99% stenosis, moderate calcification and vessel tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 99% stenosis, moderate calcification and vessel tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).